Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which all components were removed and replaced. There were no device issues and no additional patient complications.